Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported on an internet forum that following cataract surgery, there was "a blood bit of pain the first two days" and the suction cup bruised a circle the whole way around the eyeball. The consumer was not identified and no follow up information can be gained.